Event description:
The pt reported their meter was in the wrong unit of measurement (mmol/l vs. Mg/dl). The pt mentioned that they recently replaced the battery on the meter and when they when they went to test their blood glucose the meter was set to the incorrect unit of measurement. The pt mentioned that they did not go into the meter settings. They contacted their nurse for assitance and she did not know how to change the unit of measurement, and contacted lifescan for assistance. The pt did not receive any treatment.